Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the nurse had been left a used er320 that had been used by an unknown physician in a lap chole procedure. The nurse was notified by the staff involved that the applier "misfired" and hung up on every other (alternating) clip". The nurse believes a new er320 was brought in to complete the case and there was no consequence pt.